Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible elevated thyroid-stimulating hormone (tsh) result, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on two different methodologies produced results below the normal reference range. The patient was treated with t4 as a result of the elevated tsh result.

Manufacturer narrative:
The customer does not have any patient sample available for additional testing at this time. There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided. A malfunction will be assumed for the purpose of this report.